Event description:
The facilities engineer alleged the gcx bracket came loose from the prima xtend unit and fell on top of a crib. A pt was not in the crib. The nurse was in the process of getting the crib ready for a baby, and as she moved the monitor, the monitor arm fell on top of the crib. The facilities engineer was able to tighten the two screws on the bracket which secures the monitor arm to the prima xtend. He also checked several of the other units in the area and found loose screws.

Manufacturer narrative:
The tech investigated and found monitor arm bracket screws came loose. He did not see loctite on the screws and reinstalled the screws using loctite. All units at this account were checked and loctite was added to each of the screws. The tech indicated that the monitors are moved around a lot at this facility and recommended that the facility tighten the screws as part of an annual preventative maintenance program.